Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm a ruptured reservoir but did confirm a leak. The root cause of the leak was determined to be broken tubing. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device leaked before use. The device had been filled with 8000 milligrams flucloxacillin in 240 milliliters 0.9% nacl when it was observed that the solution has escaped the reservoir into the over pouch. No patient injury or medical intervention was reported. No additional information is available at this time.